Event description:
It was reported that during an attempt to treat a distal stenosis in the left anterior descending, predilatation was done with another company's balloon catheter. A dissection was observed in the proximal portion of the lesion and the tetra was used to treat the dissection. After complete expansion of the stent delivery system (sds) balloon and stent, a loss of balloon pressure was noted. The sds was withdrawn into the guiding catheter without any difficulties, but when the sds was removed from the guiding catheter, the distal balloon segment had separated from the shaft and was stuck within the guiding catheter. Contrast was injected into the guiding catheter, flushing the detached balloon fragment out of the guiding catheter and into the left coronary artery. The balloon fragment was successfully retrieved using an add'l guide wire. Reportedly, there was no pt injury.